Manufacturer narrative:
Mezes, peter, et al. ¿zenith cook limb type iiib endoleak causing aneurysm rupture five years after evar.¿ vascular, vol. 23, no. 3, feb. 2014, pp. 319¿321., doi:10.1177/1708538114546714. (B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported in an article that a (B)(6) year old man with a history of myocardial infarction, hypertension, and coronary artery bypass surgery underwent elective repair of an infrarenal aortic aneurysm with a cook zenith bifurcated device in 2008. In june 2013, the patient presented with acute abdominal pain and hypotension. Emergency computed tomography angiography (cta) revealed marked expansion of the sac with contrast adjacent to the left limb. Multiplanar reconstructions showed kinking of the left limb at the level of the extravasation with a type iiib endoleak. Under local anesthesia with percutaneous access via the left common femoral artery, angiography demonstrated extravasation of contrast into the sac lateral to the left limb corresponding to the findings on CT angiogram. There was sufficient overlap of the limb with the main body, so the findings were highly suggestive of a type iiib endoleak. A cook zenith spiral z 16x76mm device was deployed to cover the defect and to reline the kinked left limb. Reviewing the images of the original procedure, the conical neck was treated with an oversized main body. It is believed that progression of disease might have been responsible for the slight distal migration of the graft resulting in kinking of the limb. After prolonged supportive therapy, the patient was discharged to a local palliative care unit.

Manufacturer narrative:
Investigation ¿ evaluation: the event is currently under investigation. More information will be provided in our final report. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. A final report will be submitted upon completion of the investigation. No device was returned for an evaluation; however, images were provided within the journal article. There is no indication that a design or process-related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed due to the product and lot numbers were not provided. Based on measuring the angiographic images and counting the stent body segments, the left contralateral leg was a zsle 20 or 22-90 and the right ipsilateral leg a zsle 20 or 22-73. The image review indicated that the right zsle was longitudinally compressed to 60mm. Image reviews indicate the left stent¿s length was compressed to 70mm; shortening and kinking the two stent body segments as the zsle extended from the distal aneurysm sac to the left common iliac artery (cia). The contralateral gate terminated 34mm superior to the aortic bifurcation, which indicates the main body used was short. Per the image reviewer, a longer main body with ipsilateral gate implantation in the right cia would have resisted the reported endograft inferior migration and the observed zsle telescoping. The instructions for use (IFU) states, "inaccurate placement or inaccurate sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the internal iliac arteries.

Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of imaging was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. A type iiib endoleak is confirmed based on the provided images and the facts in the report. The endoleak was likely caused by the forced telescoping of the stent segments. According to the imaging reviewer, the mainbody stent was too short for this procedure. Per the imaging reviewer, the right stent was longitudinally compressed to 60mm from inferior migration causing telescoping. An endoleak was demonstrated near the kink but not definitely originating from a fabric defect. A longer mainbody with ipsilateral gate implantation in the right common iliac artery would have resisted the reported endograft inferior migration and an observed zsle telescoping. Based on the current information from the imaging reviewer, the likely cause of this endoleak was likely related to incorrect device selection. The image review indicated that the left stent¿s length was compressed to 70mm; this shortened and kinked the two stent body segments as the zsle extended from the distal aneurysm sac to the left common iliac artery (cia). To add to it, the contralateral gate terminated 34mm superior to the aortic bifurcation, which indicates the main body chosen was short. Using a longer main body would have implanted the ipsilateral gate in the right cia and would have reduced the risk of endograft migration, kinking, zsle shortening, and suture hole endoleak on the contralateral side. Therefore, the inferior migration of the graft is likely due to the implantation of a shorter than necessary mainbody. The type iiib endoleak occurred through the shortened and kinked segment of the zsle. Image review indicated that "the leak was near the kink but not definitely due to the fabric defect. The endoleak could also be a type ii or type iiia endoleak. However, endoleak resolution after relining and absence of an endoleak for five years eliminate these possibilities. This yields type iiib endoleak as the only possible explanation." Each zenith device is shipped with instructions for use (IFU) t_zaaasz_rev3, listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, "inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Inadequate overlap of the zenith spiral-z aaa iliac leg may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Based on the image review and information provided, the root cause for type iiib endoleak is likely due to a shorter than recommended main body used in an aneurysm neck; this resulted in inferior migration causing longitudinal compression and kink in the zsle segment. This shortening of the zsle segment and kinking would have provoked the suture holes, resulting in suture hole/ type iiib endoleak.